Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 600 mg/dl. The customer stated that his basal rate should be 2.5 u/h, but when the settings were reviewed, the insulin pump had many different basal rates at different times. The nurse was advised to keep the customer off the insulin pump until the proper settings could be obtained. Nothing further was reported.